Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream® xc atherectomy catheter was used with a 300cm non bsc wire during an atherectomy procedure in the superficial femoral artery. The jetstream became stuck on the wire. The physician pulled the wire and a portion sheared off and was left inside the patient. The procedure was completed using a lytic catheter. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered operational context. (B)(4).